Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint was confirmed during the power-on test due to a software malfunction. In addition, during the visual inspection test, it was detected that the downstream occlusion sensor (dso) seal was delaminated. The downstream occlusion sensor (dso) seal and lens were replaced with new ones. The software was updated. All tests passed within specifications.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a wireless connection issue with the unit. The product fault occurred when turning on the device. There was no patient involvement, and no patient harm/adverse event reported.